Event description:
It was reported that there was a revision of the left knee. Patient was revised because of pain.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5512-f-201 lot: sye3r8, tri ts femur sz2 left. Cat. No.: 5531g209 lot: lcv261, x3 triathlon cs insert #2 9mm. Cat. No.: 5554l320 lot: s8a3f1, triathlon mb patella pa a32. Cat. No.: 5585-c-035, lot: 37715101, vit'canc' screw 6.5 dia x 35mmtriathlon total knee system. Cat. No.: 5585-c-030, lot: 39613602, vit'canc' screw 6.5 dia x 30mmtriathlon total knee system. Cat. No.: 5585-c-030, lot: 39613601, vit'canc' screw 6.5 dia x 30mmtriathlon total knee system. At this time, it cannot be determined if these devices may have caused or contributed to the patient's pain. Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Event description:
It was reported that there was a revision of the left knee. Patient was revised because of pain.

Manufacturer narrative:
The event was not confirmed as no items were returned and no medical records were provided. DHR records indicate that all devices were manufactured and accepted into final stock with no discrepancies. Complaint history review: review indicates that there have been no other events for the lot referenced. No root cause for the reported pain was identified as no medical information was provided.